Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a scratched lens and bubbled dso seal. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue of bubbled dso seal was confirmed. The most probably root cause is a bad dso seal and normal wear. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited a bubbled up downstream occlusion (dso) seal. Per the reporter, there were no patient adverse effects.